Manufacturer narrative:
This supplemental report is being submitted to make a correction on the procode from itx to fds.

Manufacturer narrative:
The device was not returned to olympus for evaluation. The exact cause of the reported event could not be determined at this time. However, the most probable cause of the reported event is wear and tear. The instruction manual warns users: ¿confirm that the slit and hole on the biopsy valve have no splits, cracks, deformations, discoloration, or other damage. The biopsy valve is a consumable that should be inspected as follows before each use. Replace it with a new one if any irregularity is observed during the inspection.¿

Event description:
Olympus was informed that during a diagnostic colonoscopy procedure, a piece of the biopsy valve broke off and fell inside the patient. The device fragment was retrieved with biopsy forceps. There was no bleeding reported. The procedure was completed with a similar device. There was no patient injury. Additionally, the user facility reported that the biopsy valve was attached to the scope and tested prior to the procedure. Also, after each procedure the biopsy valves are detached and inspected prior to high level disinfection process. The biopsy valves are then cleaned and stored with the scope.